Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sales representative called because the provider complained that the percent pacing displayed in patient management database application of 92% in the right atrium (ra) data field and 2% in the right ventricular (rv) data field was beyond the historical 31-32% ra pacing seen in the past. The application was working fine, and the representative was asked for additionally information for investigation; however, none was provided. The application remains in use. There was no patient involvement.